Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a complete dissection of the right coronary artery occurred. The pt was taken to surgery where 6-7 stents were placed to reconstruct the right coronary artery.